Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments. A portion of approximately 3 cm between the two segments was not received for analysis. The returned lead fragments were analyzed. The inspection demonstrated a rubbed through insulation at the distal lead fragment. This damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the svc shock coil and the cuttings of the insulation resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise on both rv and far-field iegms from multiple vf recordings stored by the device, with only one inappropriate shock due to noise. Unable to reproduce the noise at several device checks as well as all rv lead values have remained stable, within range and unchanged. Rv lead scheduled to be explanted and replaced at this time. (B)(6) 2013 - all available information suggests this system remains implanted.